Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported experiencing symptoms when using a body fat scale. The was possible electromagnetic interference (emi) to the implantable pulse generator (ipg) device from the electrostatic discharge the device remains in use. No further patient complications have been reported as a result of this event.